Event description:
It was reported that the patient was experiencing diaphragmatic stimulation when device transmits. Device was reprogrammed, however the patient still felt stimulation upon interrogation. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.